Event description:
It was reported that a hardware errors, battery failure errors was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a battery communication time out, base hardware alarms in error history log (ehl). The evaluation was performed, the reported issue could not be verified/duplicated after power up process. The cause of the reported issue is unknown, not determined. The root cause of the reported issue was unable to be determined, no physical damage or contamination to interconnect board or battery. The technician replaced interconnect board and replaced battery as preventive measure. Performed all functional/delivery tests which passed.